Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was completed. There are two occurrences of "improper shutdown" in the ehl on (B)(6) 2018, however the ehl cannot confirm the device powered off without user input because the ehl does not differentiate between "improper shutdown" events that are the result of the user removing all power from the device without first powering off the device with the off key and "improper shutdown" events that are the result of the device powering off without user input due to a device malfunction. During device evaluation, the device was run at a rate of 100ml/hr for 1 hour, using the customer's power cord, and the reported symptom did not occur. A visual inspection was performed on the customer's power cord, the six pin connector on the rear case, and the battery contact pins and no discrepancies were identified. No cause was identified and no correction is required. The device was determined to meet all product specifications related to the reported event. The event powering off without using input was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off by self during preventative maintenance testing in the biomedical services department. There was no patient involvement associated with this event. No additional information is available.